Event description:
On (B)(6) 2015, patient reported multiple lvad alarms resulting in intermittent pump stopping. Patient admitted to (B)(6) medical center for evaluation of pump. On (B)(6) 2015 thoratec consultant came to evaluate for driveline fractures based on radiology and continuity test, believed line damage internal. Suggestive of "short to shield" internally patient does not want to proceed to pump, exchange surgery controller changed, supplied ungrounded cable. (B)(4).